Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed pump supplies to resolve the issue.